Event description:
It was reported that during an acl surgery, with a meniscal repair, the #1 implant went through the meniscus and flipped but the sutures came off. The #2 implant worked accordingly. Both implants remain in the pt; however, the first implant is not secure. The case was successfully completed with another ar-4500. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is excessive pulling force which can lead to knot failure. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.